Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital for reasons unrelated to the complaint. Nevertheless, while in the hospital, the patient¿s system was interrogated which led to a finding via x-ray that the patient¿s right atrial lead had become dislodged. The patient¿s right atrial lead was subsequently successfully repositioned. The patient was stable vis-à-vis the right atrial lead throughout.